Manufacturer narrative:
H10 h3, h6: the firstpass mini straight device, used in treatment, was returned for evaluation. A relationship between the device and reported incident was established. A review of manufacturing records for the reported lot number 2035951 found no non-conformance's or anomalies during manufacturing process related to the reported event. A complaint history review found no related failures; this failure mode will be trended to assess for any necessary corrective actions. Review of the product instructions for use found adequate warnings and precautions to prevent damage to the device during use. Risk management documents were reviewed finding no additional risks that require to be added to the reference document. Visual inspection of the returned instrument shows no manufacturing abnormalities; the instrument was returned with an open bracket and with a detached suture capture part. The broken-off part is returned with the device. The returned instrument is a single used device which could not be functional tested. An attempt was made to test the basic functions of the device. The needle was fired as intended when pressing the lever. The complaint is verified. Potential factors unrelated to the design or manufacture of the device that may lead to the failure reported include, but are not limited to: (1) excessive force (2) tissue thickness. (3) damage or debris in the device tip between passes. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that during a meniscus repair surgery the firstpass mini jaw part broke off when the surgeon passed the suture through the meniscus, all broken pieces were removed from the patient. The procedure was successfully completed with a backup device and no significant delay was reported. No further complications reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.